Manufacturer narrative:
Reported event: an event regarding abnormal ion level and corrosion involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: re pi - which represents a male patient dob (B)(6) 1946 whose date of implantation is listed as (B)(6) 2007 and explantation (B)(6) 2020. The event description states: "... Lawsuit ... Implanted with an lfit anatomic cocr femoral head ... Alleged he suffered injuries as a result of implantation and explantation of the device ... Device recall and excessive levels of chromium and cobalt in his blood." (B)(6) 2020 surgical pathology report "left hip hardware - gross examination only. Micro description performed at northside hospital" micro report not available. (B)(6)2020 "surgical documentation revision left tha pre/post-op diagnosis: "failed left tha secondary to trunnion corrosion" " ... Right tha and left tha are doing fine ... Mentioned possibility of trunnion corrosion ... Elevated cobalt level greater than 4 as well as elevated chromium ... MRI ... Did not show any fluid ... Will have tha revision although asymptomatic ... Femoral head removed ... Trunnion was perfectly salvageable ... Easily cleaned with wet lap ... Removed acet. Liner, new x3 liner ... Ceramic head with sleeve ...uncomplicated surgery." No clinical or pmh, no patient demographics, no primary tha op reports, no imaging studies, no lab or surgical histopathology reports, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: the medical review comment indicated: based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. Further information such as clinical or patient medical history, patient demographics, primary tha op reports, imaging studies, lab or surgical histopathology reports and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.